Event description:
Physician implanted resolute integrity drug-eluting stent (2.50mm x 30mm) to a moderately calcified lesion in the lad with little tortuosity but the device perforated the vessel due to the stent being too large for the vessel. The stent passed through a previously deployed stent. The stent was inspected before use with no issues noted. The physician used another brand stent to control the bleed.

Manufacturer narrative:
Evaluation: results: (root cause of the event could not be determined), inherent risk of procedure ¿ (perforation), (no results available since no evaluation performed) - device or procedural images not provided for review; device not returned for evaluation; evaluation, conclusions: inherent risk of procedure ¿ (perforation), unknown - (root cause could not be determined), unknown - unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
Evaluation, results: device performed according to specifications (information received stated there was no product performance issue and that a smaller size stent should have been used). Conclusions: user error contributed to event (information received stated there was no product performance issue and that a smaller size stent should have been used).